Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon fluoroscopic imaging to check the valve, the load was initially deemed satisfactory. However, subsequent review revealed a misload of the valve touching node 4. Pre-dilation was performed with an 18mm non-medtronic balloon, and the valve was deployed to 80% in the cusp overlap projection, achieving good depth pre-release. Subsequently, under-expansion of the valve was observed. It was decided to release the valve and perform post-dilation. Following implantation, an infold on the non-coronary cusp (ncc) side was observed. Multiple post-implant dilations were performed to try and resolved the infold. Expansion of the valve was achieved but the infold remained. The decision was made not to upsize the post-dilation balloon further for safety reasons. The patient left with moderate aortic regurgitation. Per the physician, the misload, bicuspid elliptical anatomy with calcified raphe, and borderline sizing contributed to the final outcome. No patient complications have been reported as a result of this event.

Event description:
Additional information was received clarifying that the misload was identified at the time of the fluoroscopic load check; however, a decision was made to continue with attempted implant.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: thirteen media files were provided for review. The patient¿s executive summary was not included, so a complete anatomical assessment could not be performed. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the valve. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the valve was used for the procedure. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implantation. During the first deployment attempt, an infold was evident in multiple views. Evidence suggests that the infolded valve was recaptured and redeployed resulting in persistent infolding. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. Furthermore, recapturing an infolded valve will not resolve the infold. In this case, the infolded valve was released. A post-implant dilatation was performed multiple times without complete resolution of the infold and residual moderate aortic regurgitation/paravalvular leak was seen on final angiogram. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was loaded by an experienced loader. Additionally, the misload was not observed during the initial implant procedure, it was only identified retrospectively after the procedure. Following the procedure, the patient left with moderate paravalvular leak (pvl) and breathlessness. The physician further reported that the pvl had reduced to mild, and the patient was no longer symptomatic.

Event description:
It was reported that upon fluoroscopic imaging to check the valve, the load was initially deemed satisfactory. However, subsequent review revealed a misload of the valve touching node 4. Pre-dilation was performed with an 18mm non-medtronic (cristal) balloon, and the valve was deployed to 80% in the cusp overlap projection, achieving good depth pre-release. Subsequently, under-expansion of the valve was observed. It was decided to release the valve and perform post-dilation. Following implantation, an infold on the non-coronary cusp (ncc) side was observed. Multiple post-implant dilations were performed to try and resolved the infold. Expansion of the valve was achieved but the infold remained. The decision was made not to upsize the post-dilation balloon further for safety reasons. The patient left with moderate aortic regurgitation. Per the physician, the misload, bicuspid elliptical anatomy with calcified raphe, and borderline sizing contributed to the final outcome. No patient complications have been reported as a result of this event. Additional information was received that the valve was loaded by an experienced loader. Additionally, the misload was not observed during the initial implant procedure, it was only identified retrospectively after the procedure. Following the procedure, the patient left with moderate paravalvular leak (pvl) and breathlessness. The physician further reported that the pvl had reduced to mild, and the patient was no longer symptomatic. Additional information was received that according to the physician, the patient's anatomy did not contribute to the infold. It was also noted that the medtronic representative questioned the patient's bicuspid anatomy.

Manufacturer narrative:
Additional information: b5 (third paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.